Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the bottom three alarm lights would come on and the device would alarm when turned on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions. The air detector sensor was cracked in half, the tower had normal wear and tear and device had an old float switch. Once the device was powered on, the customer complaint was confirmed as the 3 alarms were activated. Root caused traced to wear and tear over time. Device was repaired and functionally tested again where it passed all tests and was working as expected. Manufacturing device history review was not done due to the device being beyond a year from the manufacturing date. Service history review shows device had not been in for service previously.